Event description:
It was reported that the customer had an unspecified multiple cartridges issue. A cartridge change was performed to address the issues. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.